Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a low battery alarm and insulin pump shut off instantly causing high blood glucose. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. No low battery alerts noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. However, the insulin pump was received with cracked case at the display window corners and lcd window.